Event description:
A customer reported an issue with their freestyle flash meter. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have informed through the adc fa 16may2006 letter.